Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-058 : user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 01-march-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint that the truemetrix air meter was staying in test mode. During the call, a blood test was performed by the customer fasting that produced test result of hi using truemetrix air meter. Call had been transferred to a technician, and a second blood test was performed that also produced test result of hi fasting using truemetrix air meter. Customer stated it was possible the hi blood glucose test results were due to what she had eaten the night before. The customer¿s expected am fasting blood glucose test result is 200 mg/dl and expected pm fasting blood glucose test result is 200-300 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/18/2022 and open vial date is 02/2021. The meter memory was reviewed for previous test result history (date not set): (B)(6).